Event description:
Information received from the field does not address the patient's clinical status but notes that interrogation revealed an "unknown values message". When continuing on past the message, the basic parameters were vvi at 65 ppm. Dashes (---) were noted for sensor parameters. The dashes went away after programming from "passive" to "off". A second interrogation reverted the parameters to dashes.